Event description:
It was reported that the patient had been hospitalized due to hypoglycemia on (B)(6) 2025. The patient's blood glucose level dropped to 22 mg/dl due to the sensor providing incorrect levels that led to the pod continuing to deliver insulin while the patient was asleep. The patient did not provide specific treatment information but stated they were discharged on (B)(6) 2025. Dexcom have been notified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.